Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain . It was noted that the patient also had a heart valve implant. It was reported that since implant there were concerns about ins position and there had been recharging difficulties. The implantable neurostimulator (ins) was tilted at an angle and was not deep enough. Ins placement was confirmed to be in the buttock. The patient had not had any hard falls and nothing had occurred that would "jar" the implant in their buttock. The patient could not get any coupling bars and they had tried to charge for 5 days. The recharger would get hot and the patient would take a break and try later. Repositioning the antenna and using the antenna locate (al) feature did not resolve the issues. The patient had a lot of pain which the scs had been implanted to reset. Therapy was on but it was not enough juice to give them relief. The loss of therapy and recharging difficulties were worse the last 5 days. No further complications were reported.